Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced are being filed under separate medwatch reports.

Event description:
This is filed to report the clip was damaged by another clip and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Visualization was difficult throughout the procedure. The first ntr clip delivery system (cds 81004u164) was advanced to the mitral valve; however, both leaflets could not be grasped. The clip was not implanted and the cds was removed and replaced with an xtr cds (80919u125). The xtr clip was implanted, reducing the mr to 3. The first ntr cds was re-advanced, but the leaflets were unable to be grasped due to the anatomy. During removal of the ntr cds, the ntr clip interacted with the deployed xtr clip. The xtr clip detached from the anterior leaflet, remaining attached to the posterior leaflet (slda). The mr increased to 4. An additional xtr cds (80817u148) was unpackaged, but it was noted that the lock lever was broken. As this was the last xtr cds in the hospital, the decision was made to continue use with this device. The clip was able to be placed medial to stabilize the slda clip. Immediately after deployment, the xtr clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr remains at grade 4 and no additional clips were attempted. It was noted that both xtr clips changed position after deployment and that due to the reduced echo quality the leaflet insertion was not satisfactory in all views. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that in the mitraclip instructions for use (IFU) states: use echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp by observation. All available information was investigated and the reported partial clip movement appears to be due to user error as the user deviated for the IFU and inserted leaflets even though it was not satisfactory in all views. The reported device causing damage to another device that resulted in single leaflet device attachment (slda) appears to be related to user technique/procedural circumstances, as the devices interacted during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.